Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very small tortuous and heavily calcified left anterior descending (lad) artery. A 2.25 x 8 synergy ii drug-eluting stent was advanced but the stent struts broke while trying to cross the lesion. Other stents were also unable to be delivered. No patient complications were reported and the patient's status was fine.